Manufacturer narrative:
(B)(4) - model xtra serial number/date code (B)(4) is less than a month old. The owner's manual part number 1026793, rev.d, (sep-04) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.the malfunction has not been confirmed. Since invacare has attempted to obtain additional information regarding this incident if any further new information is received, a supplemental report will be filed. The extent of injury is unknown therefore this incident is being filed as a serious injury. Of note: this is a new device, just delivered to this end user. Reportedly the end user altered the device by cutting off the foam grips, therefore the incident is likely not the fault of this device.

Event description:
Dealer states user could not grip the arms while transferring and user cut off foam grips. The end user is now complaining of cutting their hands at the end of the tube of the arm. Attempts have been made for additional information however to date, no further information or extent of injury is known.